Manufacturer narrative:
Though there is no indication that the product malfunctioned, a second surgery was performed. Therefore, this event meets criteria for reportability per 21 cfr part 803. The returned product and a retained sample were evaluated for consistency and passed. Also, a DHR review conducted indicates that the product was manufactured and released within specification.

Event description:
It was reported that pepgen p-15 putty had a grainy consistency. The material was placed and an unknown amount of time later, the patient returned, complaining of a grainy texture in the mouth; the doctor noted it was the material leaking out of the socket. The pepgen was removed and replaced with another product.